Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that he was having issues with insulin pump. The customer reported that he has to override his boluses through the bolus wizard for the last forty to sixty hours. The customer reported that the blood glucose was 12.8 mmol/l at the time of incident. The customer reported that the insulin pump had cracks where the battery cap goes. The customer reported that the insulin pump received several error alarms. The customer was advised to return the insulin pump. The insulin pump is expected to return for analysis.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. No battery out limit alarm, low battery alarm or unexpected suspend anomaly noted during testing. The suspend feature functions properly. The bolus wizard functioning properly per bolus wizard sample in the user guide. No estimate detail bolus anomaly noted when using the bolus wizard feature. Unit had minor scratched display window, scratched case, cracked battery tube threads, cracked reservoir tube, and cracked reservoir tube lip.